Event description:
It was reported via the sales rep that an out of date cup had been implanted into a pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s, but a similar device is commercially available in the u.s.